Manufacturer narrative:
Results: unapproved use of device (indicated for percutaneous transluminal angioplasty (pta) in patients with obstructive disease of peripheral arteries (i.e. Ilio-femoral-, femoral-, popliteal-, infrapopliteal- and renal arteries) and carotid and supra-aortic applications. It is not indicated for use in av fistula.); related to operational context - event most likely procedural related; deformation problem. Conclusion: operational context caused or contributed to the event -event most likely procedural related; off ¿label, unapproved or contraindicated use (indicated for percutaneous transluminal angioplasty (pta) in patients with obstructive disease of peripheral arteries (i.e. Ilio-femoral-, femoral-, popliteal-, infrapopliteal- and renal arteries) and carotid and s upra-aortic applications. It is not indicated for use in av fistula.).

Event description:
Evaluation summary: the pacific xtreme device was returned in two pieces. One part of the catheter was composed by the proximal part of the catheter, the proximal end of the balloon with a circumferential cut, consequence of a radial burst, and a stretched and broken marker tube. No proximal marker was found. The other part of the device was composed by the distal part of the balloon, the distal marker and the distal portion of the detached marker tube with the tip.

Manufacturer narrative:
Evaluation results: root cause is undetermined. Conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a pacific xtreme pta balloon catheter for arteriovenous fistula angioplasty. During the procedure the balloon burst under the recommended burst pressure. The pacific xtreme balloon fragmented inside the patient artery and it was necessary to convert to open surgery to retrieve the fragment out. No further clinical sequelae reported.